Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was in the emergency room being ruled out for a stroke. Log files were sent for review, and the log files captured 120 pulsatility index (pi) events and 3 low flow flags between 29may2025 and 30may2025. These events were considered routine. There were no other unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended. This was suspected to be related to a stroke although it was not seen on a computed tomography scan. The patient could not get an MRI due to the ventricular assist device (vad). They had the substrate for stroke including known significance low flows due to hypertension. Diagnostic testing included carotid ultrasound, computed tomography angiograph of the head and neck, computed tomography of the head without contrast, computed tomography brain perfusion with and without contrast and computed tomography head stroke without contrast. They were having low flows at home with high pis and hypertension. There were no changes to anticoagulation. The patient experienced tongue deviation to the right, slurred speech, right side weakness (upper extremity), and dysphagia. They were brought to the emergency department immediately where he had a cta head/neck, CT head without contrast, CT brain perfusion with and without contrast and CT head stroke without contrast. Labs where drawn and they were admitted ruling out stroke. They were evaluated by speech therapy, pt/ot and had repeat CT scan done 24 hours after the first. They was seen by neurology, but they ruled out stroke because the scans did not pick up anything. The site was still treating it like a stroke; they has been discharged from the hospital and following up with speech therapy and neurology. They changed the patient's anticoagulation therapy to coumadin, aspirin and plavix. We will test his pru (platelet reactivity unit) in about 1 week. If the plavix does not work, then the site would start him on brilinta with the hopes of getting them off of the aspirin. They would continue to work with speech therapy and neurology.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files could not confirm low flow hazard alarms, and a specific cause for the reported alarms could not be conclusively determined. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The system controller event log files contained events from (B)(6) 2025. Three intermittent low flow faults were captured on (B)(6) 2025; however, these faults did not last long enough to trigger low flow hazard alarms. Of note, the low flow events were associated with elevated puisatility index (pi) values. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU rev. D and the heartmate 3 lvas patient handbook rev. A are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including stroke and hypertension, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses pump parameters, including pump flow and pi. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. This section also outlines situations that can result in a low flow alarm and further explains that changes in patient conditions, such as hypertension, can result in low flow. Section 6 of the IFU, "patient care and management", states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 mmhg should be considered adequate. This section also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 5 of the patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿ outline system controller alarms, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.